Event description:
Legal counsel for patient reported that patient underwent right metal-on-metal total hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, metal poisoning, metallosis, and elevated metal ion levels. There has been no reported revision procedure to date. A review of invoice history confirmed the initial surgery date; however, a metal-on-metal hip was not implanted during the initial surgery. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.